Manufacturer narrative:
(B)(4). This complaint for the system error (B)(4) (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This report resulted from an after hours telephone call to baxter technical services. The customer reported a system error 2240 occurred during the patient's peritoneal dialysis therapy. There was no report of any patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.